Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Stenosis/occlusion, as listed in the device risk assessment and instructions for use (IFU) is a known adverse event associated with coronary stenting. Angina, is listed to the IFU as a known adverse event. There was no product issue reported, and there does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. It was reported that pixel stent was implanted in 2006. In 2007, the patient complained of chest pain and balloon angioplasty was performed. No additional event or patient information is available.